Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of wear was observed on the glue around the light guide (lg) lens is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope, which was an olympus asset with no reported complaint. During device evaluation, the service repair technician team indicated that wear was observed on the glue around the light guide (lg) lens. There was no patient involvement.